Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: during investigation, a review of the pump history showed that information from the reported failure date was overwritten and unavailable. There was no evidence of sudden voltage drops observed in the available records. During testing, the pump powered on and displayed ¿verify¿ screen. The pump was primed and exercised correctly with no overheating duplicated during testing. All current drawings were found to be within specifications. The pump was opened and no intermittent connection was found to the printed circuit board or power flex. There was no evidence of moisture observed. The complaint of a temperature issue was not duplicated during investigation.

Event description:
On (B)(6) 2011, the lay-user/patient contacted animas alleging that the pump felt hot to touch. There is no evidence, however, that the alleged issue contributed to a serious injury. The patient did not report any symptoms, treatment, or blood glucose values suggestive of a serious injury. The alleged issue was not resolved with troubleshooting. The pump was replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that the pump overheated and felt hot to touch. However, there is no evidence that patient suffered a serious injury because of the alleged issue.